Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient was diagnosed with a pericardial effusion. Fluid was drained from the pericardial sac. The physician did not see anything of note with an echocardiography and decided not to reposition the right ventricular (rv) and right atrial (ra) leads. The leads remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.